Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump did not deliver. They stated that the pump appeared to be running but that they couldn't hear the motor and nothing was delivering. At the time of the complaint, the initial reporter stated that the patient had not experienced any adverse effects, and there was no further information about the complaint. Complaint: (B)(4).